Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with no delivery during basal delivery tonight. The patient's blood glucose at the time of incident was 400 mg/dl. The customer changed the infusion set and resumed insulin pump therapy. Troubleshooting was initiated to check the insulin pump's functionality. The drive support cap appeared normal. There were no air bubbles or leaks observed. The displacement test passed. The prime process was successful as well. The insulin pump was working as designed. No products were returned or replaced.